Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that upon removal of the thermodilution catheter, the valve of the multi access catheter became "stuck" in an open position. As a result, the patient received a huge amount of air causing an emboli.